Manufacturer narrative:
H10 h3, h6: the device was used in treatment. The software version was not recorded, but DHR review shows that all navio software versions released to the field have been validated. A complaint history review identified 3(three) prior similar events, this issue will continue to be monitored. The risk assessment (pn (B)(4)) released at the time of the complaint was reviewed and it notes the intended use, indication for use, and design assumptions of the navio system. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. We could not confirm if there was a relationship established between the reported event and the device. This is part of a clinical retrospective study. Patient presented with soreness that the surgeon marked as "possibly" related to the stride implant, then proceeded to mark the issue as resolved through physical therapy. Therefore, the risk is mild patient discomfort. The investigation concluded there was no fault in the product, therefore no problem associated with the component.

Event description:
It was reported that, after a medial, left-sided ukr surgery assisted by navio in which a stride system had been implanted, the aptient experienced an unspecified condition. The event, definitely related to the study procedure, was considered resolved by providing physical therapy under anesthesia. The patient has recovered.